Event description:
The customer contacted stryker to report that their device did not defibrillate during a patient's event. This issue is patient related; however, no adverse event was reported.

Manufacturer narrative:
Due to character limitations, section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not defibrillate during a patient's event. This issue is patient related; however, no adverse event was reported.